Event description:
It was reported that the peep (positive end expiratory pressure) level was drifting while the ventilator was connected to a patient. There was no patient injury reported. (B)(4).

Manufacturer narrative:
Our field service engineer confirmed on site that the positive end expiratory pressure (peep) was drifting, replaced the expiratory side pressure transducer (pt) and transducer tube and performed successful functional tests before the device was returned to the customer. A visual inspection of the returned pt showed that deposits covered parts of the bottom of the ceramic cavity on the top of the sensor chip. No loose debris was observed. The evaluation of the received device logs shows several peep alarms. Pre-use check failures, where the new pt gain was more the allowed 8% from factory default, were also found in the test log on earlier dates. When testing the expiratory pt in the laboratory, the measured peep value varied largely. Some pre-use checks passed but other failed where both the expiratory pressure offset and gain deviated largely from allowed limits. Electrical measurements did however not show any issues with the expiratory pt pressure sensor. Exact peep measurements and control depend on calibration values calculated during a pre-use check and it is recommended to always conduct a check immediately prior to ventilation. The conclusion is that the returned pt is unstable. The reported drifting peep level was probably caused by deposits in the high pressure sensors ceramic cavity.

Event description:
(B)(4).